Event description:
Customer reported he was unable to test his blood glucose level because of the blank screen on his adc blood glucose meter. In addition, customer's adc blood glucose meter was "smashed" by a tow truck. Customer further reported subsequently experiencing headaches, nausea, dizziness, and sleepiness. Customer was seen in a health care facility and was diagnosed with hyperglycemia. Customer was treated with "flushing out intravenously" and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.